Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, e2, e3, e4, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, power switch cannot be turned on, illumination light is not emitted, and the scope detection does not work, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Additionally, there was no deformation found at the location of the foreign material. Presumably, power switch cannot be turned on occurs due to the deformed power switch; the illumination light is not emitted due to the deformed filter turret; and the cause could not be presumed for the scope detection does not work, because the ter did not confirm the reproduction of the event. Labeling review: not applicable because the problems are not caused by misuse of the user. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the xenon light source had the power switch is stuck and cannot be turned on, illumination light is not emitted and filter turret deformed. There were no reports of patient involvement.